Event description:
The company was made aware that the patient was scheduled for a revision surgery due to pseudarthrosis. It was reported that during the index surgery, full implant deployment did not occur; and the surgeon removed the shim component, but left the shell component in the disc space. During the revision surgery the shell component was removed successfully. The explanted shell was not returned to the company for evaluation.